Manufacturer narrative:
Patient weight was unable to be obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient began to receive inadequate therapy/stimulation following a fall. An impedance check was performed and revealed high impedance on the patient's drg lead located at l4. As a result, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.